Event description:
The event is reported as: complaint alleged: dr. (B)(6) (neonatologist) states that when the pt was extubated a piece of plastic (outer covering) was noted in the et tube. There was no injury to the pt as a result of this event. Pt current condition is improving.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.